Manufacturer narrative:
Manufacturer ref# (B)(4). Reporter occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009 via the right internal jugular vein. Alleged injury: tilt. It is alleged that the [pt] was injured without further explanation." (B)(6) 2009 inferior vena cava (ivc) filter placement: "findings: ultrasound examination of the right neck demonstrates the right internal jugular vein to be patent, compressible and suitable for catheter placement. The inferior vena cava and single renal veins are widely patent. Inferior vena cava filter placement without complication. Per the (B)(6) 2018 computed tomography (CT) abdomen without contrast: "there is an infrarenal ivc filter without significant tilt. No strut fracture is seen. There is s perforation anteriorly, towards the right, and posteriorly, into the surrounding periaortic fat. There is a medial strut perforation along the posterior wall of the aorta, 4 mm peripheral to the ivc wall."